Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2307859. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use with bd intima¿-ii IV catheter leakage occurred at catheter and hub junction. Device was replaced and there was no additional patient impact. The following information was provided by the initial reporter, translated from chinese to english: the doctor prescribes ampicillin liquid infusion. When the infusion was infused for the patient, the closed indwelling needle found that the indwelling needle hose leaked, resulting in waste of the indwelling needle. The patient needed to be punctured again, which increased the pain of the patient.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd intima¿-ii IV catheter leakage occurred at catheter and hub junction. Device was replaced and there was no additional patient impact. The following information was provided by the initial reporter, translated from chinese to english: the doctor prescribes ampicillin liquid infusion. When the infusion was infused for the patient, the closed indwelling needle found that the indwelling needle hose leaked, resulting in waste of the indwelling needle. The patient needed to be punctured again, which increased the pain of the patient.